Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
In the device follow up after the upgrade from 21-jul-2020, all polarities of the lv lead were tested. Most of the configurations showed an exit block at maximum output. The best configuration, with an output 1.75v at 1.25 ms, was lv1 to lv2, without capture. The patient was discharged with a adequate functioning device. The interrogation from 04-aug-2020 showed a lv capture loss (7.5v at 1.5ms). A chest x-ray was done and confirmed the dislodgement of the lv lead. A device check was planned. The crt-d was reprogrammed to rv only until the lead repositioning was done.